Manufacturer narrative:
This device was not returned to mmd for evaluation. A DHR review was not completed because the device lot number was not provided. Because the device was not returned to mmd, no investigation could be completed. This report will be updated if the device is returned to mmd.

Event description:
The initial reporter stated that their administration set that leaked from the filter. The facility that the patient lives in sent them to the hospital and the hospital discharged them back to their care center. The set was replaced at the patients live in facility. Mmd did follow up with the initial reporter and they stated that the patient had not had any sypmtoms or adverse effects related to the complaint but was sent to the emergency department at the request of the patients family members. No further information was provided. Complaint- (B)(4).